Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated and a conclusion report will be submitted.

Event description:
Allegedly the head of the screw broke off on driver.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Analysis shows no trend for item.